Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens tore during insertion into the eye. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: visual inspection at 10x microscope magnification was performed. Only a portion of the lens was returned. A detached haptic was returned in the package. Residues of viscoelastics were observed on the lens surface. The reported issue of lens torn was considered verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.